Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343301 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification(B)(4) noted for incomplete bevel.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a case of difficulty moving the plunger rod, a case of being broken/damaged while still considered operable, and 3 cases of being unable/difficult to aspirate. The following information was provided by the initial reporter: medical professional reported difficulty moving the plunger on some of the bd insulin syringes. Stated during the injections the plunger gets stuck and is hard to move. Stated he had one syringe where the needle cover was broken. Stated he also had 3 syringes that would not draw any insulin at all. Stated this is unacceptable and he is not looking for a free box. Stated he had about 90 syringes from this box that he had to fight with. Medical professional also stated he called last week and left a vm but did not receive a call back. Lot # 9343301a. Cat # 320440.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a case of difficulty moving the plunger rod, a case of being broken/damaged while still considered operable, and 3 cases of being unable/difficult to aspirate. The following information was provided by the initial reporter: medical professional reported difficulty moving the plunger on some of the bd insulin syringes. Stated during the injections the plunger gets stuck and is hard to move. Stated he had one syringe where the needle cover was broken. Stated he also had 3 syringes that would not draw any insulin at all. Stated this is unacceptable and he is not looking for a free box. Stated he had about 90 syringes from this box that he had to fight with. Medical professional also stated he called last week, and left a vm, but did not receive a call back. Lot #: 9343301a; cat #: 320440.